Event description:
Zenith implant procedure for aaa repair was performed in 2004. Procedure concluded with an exclusion of the aneurysm. Three month CT scan noted the aneurysm had changed in size from 6cm to 3cm. In 2005, the patient was presented to the hospital with abdominal pain. Cat scan detected the aneurysm was growing and noted a type iii endoleak originating from a disconnection between the left iliac leg and iliac leg extention. The 2nd day, secondary intervention to treat the type iii endoleak was performed. The physician attempted to bridge the two graft components by placement of an iliac leg extension at the site. Deployment of the leg extension in the angulated vessel did not provide a seal, as the extension appeared to have migrated slightly, leaving approximately 2mm of uncovered vessel. A main body extension was then deployed at the site, overlapping the previous grafts. Final ngiogram observed a secure seal with no endoleak presence.